Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during an unspecified surgical procedure, it was observed that the quick coupling device did not work. It was reported that there was no delay in the procedure due to the event as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The quick coupling device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and found that the mechanics were dirty, oily, and corroded. It was noted that the attachment device was blocked, the inside was totally rusty, the color ring was missing, cone sleeve pins hiked, and faulty. Therefore, the reported condition was confirmed. It was also noted that the device failed pre-repair diagnostic tests for marking and labeling, pins length of the cone sleeve, cannulation, and free movement. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.